Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that sensor wire broke and the broken wire stayed under the skin after the removal of the sensor. The patient reported experiencing foreign body symptoms such as skin inflammation/swelling; itchiness at the insertion site upon sensor removal. The patient stated that she went to the hospital on (B)(6) 2026, at approximately 1:00 pm due to inflammation in her arm. She reported that the wire from a sensor she removed on (B)(6) 2026, had broken off. An ultrasound was performed, which confirmed the presence of the broken wire piece. She subsequently underwent a surgical procedure to have the fragment removed. The patient does not recall the name of the anesthesia used to numb the area during the procedure. She underwent surgery involving an incision to retrieve the broken wire from her arm, and sutures were placed afterward. She is unsure of the number of internal sutures but reported having three external stitches. The patient stated that she was prescribed keflex and doxycycline; however, she does not recall the dosage. She was discharged on the same day at approximately 8:00 pm. She said that there were no post-surgical or follow-up visits scheduled after the procedure. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.